Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the tube underfilled with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: ¿the site used a butterfly needle, and performed as following instruction according to lab manual, correctly. All other tube could be collected. This issue was occurred at both day 1 and day 15. Therefore, site staffs are wondering if the tube for pk(8.5 ml sst tube) is decompressed correctly due to collect blood automatically.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, 20 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to underfill were observed. From the draw testing it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that that during use the tube underfilled with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: ¿the site used a butterfly needle, and performed as following instruction according to lab manual, correctly. All other tube could be collected. This issue was occurred at both day 1 and day15. Therefore, site staffs are wondering if the tube for pk(8.5 ml sst tube) is decompressed correctly due to collect blood automatically.